Event description:
It was reported that a patient had her lead replaced, due to high lead impedance. Forms received from implanting surgeon indicated that the lead was replaced due to a lead discontinuity, however, x-rays were not available to send to the manufacturer for review. Neither the surgeon, nor the patient's neurologist could recall the date of the last good diagnostics, and additional information has not been made available. The explanted lead has been returned to the manufacturer for analysis, however, the evaluation is not complete at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.